Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were abnormal temperature measurement values from the blood parameter monitor (bpm). Temperature measurement values measured by the bpm unit which had already been repaired was indicated approximately five degrees celsius lower than actual value. Before being repaired, it was indicated normally. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: per the subsidiary site, this monitor had recently been repaired and just returned to the customer. During cpb, the temperature measurement at the shunt sensor (via bpm) was displaying a temperature about five degrees celsius lower than the arterial blood temperature that is measured at the outlet of the oxygenator. According to the user (per email), the accuracy of the other bpm (venous) measures (ph, partial pressure of carbon dioxide [pco2], partial pressure of oxygen [po2], and temperature) were not affected. In spite of the temperature inaccuracy, the bpm unit was used for the remainder of the procedure. There were no error codes or other indications of device issues. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. This is a known issue and the blood parameter monitoring (bpm) probe. Previous investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The manufacturer's subsidiary quality engineer stated that the blood parameter unit (bpm) unit has already been repaired at the manufacturing engineering center (mec). The suspect parts will be returned to the manufacturer for further evaluation.